Event description:
A malfunction occurred on the customer's pump while they were updating the software. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information and assisted the caller in resetting the pump to resolve the issue.